Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump intermittently stopped insulin delivery with no known cause. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Pump data was not available for tandem technical support (cts) to perform a review to determine a possible cause. Additionally, the customer reported that the pump battery depleted quickly. There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with cts.